Event description:
It was reported that the device was used during a laparoscopic lymph node procedure. It was reported by the rep that during the instrument exchange, the outer gasket of the 512s trocar tore causing carbon dioxide to leak. The case was completed using another 512s trocar. There was no pt consequence.